Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx drug eluting stent was used to treat the cx and three resolute onyx drug eluting stents were used to treat the lad. Cec identified target vessel q-wave mi in lmca on the same day as index procedure. Sponsor safety assessed the event as not related to index device or anti-platelet medication and causally related to the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.